Event description:
It was reported that the right atrial (ra) lead dislodged post-operatively. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: vedr01 ipg implanted 2014 (B)(6). (B)(4).